Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted (B)(6) 2008. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the device remains implanted in the patient post-mortem. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient presented to the hospital after having been found unresponsive. A head computerized tomography (CT) revealed a large left cerebral intraparenchymal hematoma that measured up to 6.5cm with substantial mass effect resulting in subfalcine, uncal and cerebellar tonsillar herniation. The patient was treated with a craniectomy. The site reported that the patient¿s prognosis remained poor. A preliminary review of the controller log files revealed an abrupt drop in power consumption at approximately 1:46am that morning. This was followed by a spontaneous return of pump parameters to within the normal operating range. The patient was subsequently reported to have expired the next day from the intracranial hemorrhage. The pump remains implanted in the patient post-mortem.